Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapling devices were being applied to the appendix. The stapler was able to fire but the jaws of the device locked onto the tissue. After firing, it was not possible to push back the black handle / button to open the jaws of the stapler. In order to resolve the issue and complete the case, placed a new manual stapling handle and reload close to the other stapler, and was able to staple the appendix tissue so that the tissue could be recovered. There was unanticipated tissue loss as a result of the problem. It was necessary to resect 3-5 mm of cecum. The surgical time was extended by only 20-25 minutes. The patient status at the time of report had no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instruments found that the cover tube was partially disengaged from the rotation collar. During functional testing it was observed that when the instrument handle was actuated the cover tube would start to advance forward. Further evaluation of the device found that the tube housing was broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged instrument may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapling devices were being applied to the appendix. The stapler was able to fire but the jaws of the device locked onto the tissue. After firing, it was not possible to push back the black handle / button to open the jaws of the stapler. In order to resolve the issue and complete the case, placed a new manual stapling handle and reload close to the other stapler, and was able to staple the appendix tissue so that the tissue could be recovered. Surgeon place a new stapler and reload right to the locked stapler and create a new staple-line with the other 2 reloads. So, it was possible to get the locked stapler free. These 2 reloads worked correctly. There was unanticipated tissue loss as a result of the problem. It was necessary to resect 3-5 mm of cecum. The surgical time was extended by only 20-25 minutes. The patient status at the time of report is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.